Manufacturer narrative:
Investigation results: the device was received with the intact c-ring and securely attached to the c-ring wire. It was observed that the scope wash tubing was broken and detached from c-ring at adhesive bond on c-ring. The scope wash tubing was not present inside the harvesting cannula lumen and was not returned. Further investigation found that a portion of the broken scope wash tubing was located inside of adhesive fillet on c-ring. In addition to the broken scope wash tubing, the c-ring opening had been compressed and was out of component specification. The reported failure was confirmed. A lot history record review cannot be performed because the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while harvesting, the device malfunctioned and it stopped working. A new device was used to complete the procedure. The hospital did not report any pt effect. We have not been able to obtain any add'l info from customer. The device was received in 2009, and it was noticed that the scope washer tubing was broken off and not returned. Scope washer tubing break is a reportable malfunction.